Event description:
Reference number (B)(4). Event occurred in the united states. This emdr is being submitted for unknown number of quantities. It was reported that patient faced kinked infusion sets event on 15-jan-2026. The patient got sick and had to seek medical care at the time of the event. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR 3003442380-2026- 00381- device 1 of 2. Since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this would flag on the trips and alerts according to the omqr procedure.